Event description:
This patient's implants placed in february 1990. In novembr of 1990 she developed fatigue, tremors, frequent flu-like sysmptoms, arthralgia of lower extremities, as well as, myalgia. In february, 1992 she developed syncopal episodes, not cardiac in nature. She also has dry eyes, mouth and vagina. The implant was intactdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.